Event description:
It was reported that pump displayed malfunction code with fault alarm and customer had not experienced any notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction code appeared again, which caller acknowledged and understood.